Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on 04/05/2017, that pump stoppages occurred. X-rays of the driveline reviewed by the manufacturer¿s technical services were inconclusive. The patient was asymptomatic. On (B)(6) 2017, additional pump stoppages occurred, and on (B)(6) 2017 a percutaneous lead (driveline) replacement was performed; however, additional pump stoppages occurred. On (B)(6) 2017, a second percutaneous lead (driveline) replacement was performed closer to the driveline exit site. Post-replacement, additional pump stoppage events occurred, and the patient subsequently underwent a device exchange on (B)(6) 2017.

Manufacturer narrative:
The replaced external portions of the percutaneous lead (driveline) and the explanted pump were returned for evaluation. The report of pump stoppage events were confirmed per the evaluation of the submitted log files. The evaluation of the explanted pump confirmed a driveline wire compromise that would have contributed to the reported interruptions in pump function. Approximately 5.5 inches and 23 inches of the external portion/distal end of the driveline from the percutaneous lead (driveline) repairs performed on (B)(6) 2017 and (B)(6) 2017, respectively, were returned for evaluation. For both of these driveline portions, no damage to the outer jacket, bionate, metal shielding, or wires was identified. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. The driveline portions were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing. The severed portion of the driveline was returned. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. A driveline repair site was present on the severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified at approximately 11.5 inches from the pump housing. Initial visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test revealed current leakage in the insulation of the yellow wire that would have resulted in an electrical short. Visual inspection identified a breach in the insulation at 11.5 inches from the pump on the yellow wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying yellow wire conductor was exposed. The reported pump stoppage events would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.